Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the drain came apart at the connection during use on a patient. Reportedly, the customer was not sure if any patient impact had occurred. According to the report, a replacement device was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.